Manufacturer narrative:
Correction b5: additional information received reports that the patient's lead was explanted only and not replaced. Correction h6: coding updated to 4627: device explanation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's lead was explanted only and not replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances on their left lead. Surgical intervention was undertaken, and the lead was explanted and replaced.